Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The allegation was not confirmed. The baseline testing completed on the device found no failing conditions. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed visible noise on the right ventricular (rv) channel during right ventricular automatic threshold (rvat) and right atrial automatic threshold (raat) test. The noise was not detected by device so it appears normal device behavior. Additional information indicated that the device was explanted due to infection with sepsis. No additional adverse patient effects were reported.